Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer's mother reported, that her daughter could not test on her meter because meter wouldn't turn on with test strip insertion. Customer reported feeling "extremely faint, angry and had to use the bathroom excessively." Customer then used her "grandmother's meter and her blood sugar was very high". Customer was taken to the hospital, where she was diagnosed with "dehydration and high sugar". Customer was treated with "insulin". There was no death or permanent impairment.